Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corroded driveshaft bearings were discovered during the eval of the device, which was identified as a probable cause of overheating.